Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: g2: citation: authors: mathevosian, s. H., sparks, h. D., cusumano, l. R., roberts, d. G., majumdar, s., mcwilliams, j.p. Embolization of de novo pulmonary arteriovenous malformations using high-volume detachable non-fibered coils: propensity matched comparison to traditional coils. J. Clin. Med. 13, 648 2024. Doi: 10.3390/jcm13030648. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Embolization of de novo pulmonary arteriovenous malformations (pavms) using high-volume detachable non-fibered (hvdnf) coils: propensity-matched comparison to traditional coils. The time frame of this study was: (B)(6) 2008 to (B)(6) 2019. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: axium (detachable non-fibered coils) concerto (detachable fibered coils) no deaths were identified in the study population. Among patient adverse events included: recanalization or reperfusion defining treatment failure  no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the adverse events were not related to medtronic products.